Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella device for mechanical circulatory support. The complainant reported that, post impella pump implant, low pump flows were observed. Fluoroscopy identified a kink in the catheter at the connection to the shaft and motor. The impella placement process was aborted, and the initial pump was replaced to manage these complications. The procedural outcome is unknown.

Manufacturer narrative:
This report is being filed as part of a retrospective review of historical records. The investigation of low pump flow and cannula kink has been completed. The product was returned and a kink was found in the cannula. The pump was run and the flows were within a normal range at p-9. No data was returned for this investigation. The root cause of the low flow was most likely a cannula kink. The cause of the cannula kink is unknown as limited clinical details were provided. Corrections to the initial MFR report: g1 MDR reporting contact email h6 investigation type 10, investigation findings 3211, investigation conclusion 50 added.